Event description:
A customer reported to baxter (B)(4) a uromatic tur series set in which the roller clamp did not work properly. According to the report, the clamp was difficult to work with and "does not always clamp completely, sometimes pops open and leaks." The event occurred during priming. There was no patient involvement, injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.